Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported that she was hospitalized with a low blood glucose of 26 mg/dl, which was treated with glucose tablets and intravenous glucose. The hospitalization occurred after her husband could not wake her and called emergency medical services. The drive support cap on the customer's insulin pump appeared normal. The displacement test was passed and the insulin pump had not been exposed to any magnetic fields. The customer stated that leading to the hospitalization, she had probably delivered too much insulin via bolus delivery. The customer mentioned the hospitalization while reporting that there was a crack on the screen of her insulin pump. The customer was unaware of how the damage occurred. Her blood glucose was 212 mg/dl at the time of this report. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).